Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, upon final release, the valve moved o ut of the targeted location causing moderate-severe paravalvular leak (pvl). A post balloon aortic valvuloplasty (bav) was performed which caused the valve to move into the sinuses. The patient¿s blood pressure dropped and cardio-pulmonary support was initiated. This transcatheter bioprosthetic valve was attempted to be implanted, valve-in-valve inside the first valve 4-6 mm lower, but the valve slipped into the same exact position. The valve was 2/3 deployed and was removed from the patient. As the valve was being removed, the first valve was pulled into the descending aorta. The second valve was removed from the body, reloaded and implanted at an optimal depth in the aortic position. The patient's ventricle was not pumping enough to open the leaflets of the valve. An attempt was made to place a number of stents inside the valve but this was not successful. It was attempted to wean the patient off cardio-pulmonary support but was unable to do so. The patient expired in the operating room.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted and will not be returned, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should additional information become available, a supplemental report will be submitted (B)(4).